Manufacturer narrative:
(B)(4). Batch #: t9443x. Investigation summary: the device was returned with the blade tip damaged, however, the blade was not cracked. Additionally, the tissue pad was damaged, melted, and 100% present and the clamp arm was detached and returned with the device. It is possible that the clamp arm portion may have been detached off the device during transport to our analysis site. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Possible causes of the clamp arm breakage are not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Event description:
It was reported that during a laparoscopic nephrectomy the tissue pad burned and separated from the clamp arm, but is still attached to the clamp arm. No part fell into the patient. A second like device was used to complete the procedure. There were no patient consequences reported.